Event description:
Two incidences with curing of dental material. The curing light used was not done properly. Nasty strong chemical taste was leaking out from tooth. Notified dentist and had to return for redo. After it was ok. Again after dental work had a very strong metallic taste different from first event. This was very strong and metallic. Also my tongue on one side has been affected with bad taste and pain like burn which over months is resolving but still not healed. No chemical burn was evident. The dentist was informed in two separate follow up visits. I was told to see my family doctor. Family doctor sent me to an ent doctor. Ent said I had a yeast infection which I never saw. Still I went thru 2 weeks of nystatin therapy. Since then I have seen another dentist for consult. He felt I likely suffered a lingual nerve injury. However, there are two separate problems. The bad taste lingers even though my tongue is nearly healed many months later. I had to educate both dentists about the curing lights not functioning correctly or not being used correctly which is what happened the first time. The hygienist did not leave the light in place long enough with each use of light and the cure did not take proper effect. I'm now returning after months of having this unhealthy taste in my mouth affecting my tongue and mouth on left side. After I sent both dentists articles about the problems of curing lights not being used properly and other potential problems, the original dentist is now ready to identify the affected tooth and cure it again to see if it will stop the nasty tastes. He did not offer this when I went twice for follow up with this complaint, especially when it happened before in his office to another tooth. This is a big problem and I am concerned about all the bacteria etc that had been leaking through my system and question why these "master" dentists don't seem to know right away the probable cause of my symptoms. The original dentist never offered to re cure even when I suggested we went through this previously even though the taste was much stronger and different than the first event. The dental cure lights are being over looked. The curing must be carefully and accurately performed, and when patients have an obvious serious problem, not dismissed. I know in both cases the cure light was not held in place long enough. The hygienist's hand was moving across the tooth so fast and not concentrated in a steady repetitive motion. I paid attention since there was a previous problem. They were both distracted and neither was paying close attention yet were discussing the light. They did question how it was working??? The second dentist who now understands completely what I was explaining regarding my symptoms and why. I'm not sure why the first dentist did not immediately have me come back in to re-cure the tooth? But he did informed me I need yet another crown!!! Too many cavities and crowns with this dentist. 3rd crown in three years and says I need another! Dentists and hygienists must be given guidelines to help them pay more attention to the proper use and functioning of the cure light and listen to patients when there is a problem, when it goes wrong. Now there is concern about the exposure to bacteria and from this leaking material which I read composites emits bpas. That's another problem and more serious!!! Why are dentists putting bpa leaking material into our mouths where it is in place for a decade! Both of these problems need investigation. I was never informed of what material he was using or if I had a choice. I'll bet there are many dental patients suffering with this being ignored by dentists passing them off to primary md instead of doing a simple re-cure. What standards are in place that make dentists care properly for this cure light? How to keep it sanitary by checking at regular intervals that it is functioning properly and being performed accurately? Thank you. Dentist has it.